Manufacturer narrative:
Follow-up #1: date of submission 12/01/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: on examination, there was visible corrosion inside the battery compartment. On investigation, the pump failed to power on. Investigation was not able to be completed for the complaint of a blank display due to the pump¿s failure to power on due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue, but with audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.